Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09730, related manufacturer reference number: 2017865-2019-09729. It was reported that the patient was seen with red around the incision site and top end of incision was not completely closed. Pus was also visible at the bottom of the incision, but nothing oozing. Patient was given antibiotics started on (B)(6) 2019 and infection was resolved (B)(6) 2019 without issues. Patient condition was stable.